Event description:
Eight months following cypher stent placement in a saphenous veing graft, the pt presented for follow up angiography which revealed target lesion restenosis. Percutaneous coronary intervention was performed. No details are provided. Limited index procedure information is noted.